Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform experiencing a user advisory 19 fault (max applied load exceeded) was confirmed based on archive review. The archive data showed the following: on the reported event date of (B)(6) 2013, the platform was running continuously for 18 minutes and performed 1134 compressions before experiencing a low battery warning. Following the battery being replaced, the platform experienced a user advisory 7 fault (discrepancy between load 1 and load 2 too large) likely due to the patient being misaligned on the platform during compressions. The archive shows the platform was powered off following this ua 7 fault occurring and then powered on again after approximately one hour, at which point the reported user advisory 19 fault (max applied load exceeded) occurred. Based on the archive file, the load applied onto the platform prior to the ua 19 fault occurring was approximately twice as heavy as the load on the platform when the ua 7 fault had occurred. The load cells were inspected and found to be functioning within specification, thus ruling out the load cells as a root cause. The reported ua 19 fault also could not be reproduced during functional testing; the platform was run for 10 minutes with a test battery and a large resuscitation test fixture (equivalent to a 250 pound patient) and no problems were encountered. Based on the investigation results, the probable cause of the reported ua 19 was placement of a patient/object onto the platform that was above the acceptable load limit. The issue of the platform experiencing a user advisory 20 fault (position out of range), which was reported to zoll in a response to a request for additional information, could not be confirmed. A review of the platform archive does not indicate that a ua 20 fault occurred with this platform. Following service, the platform passed all testing criteria.

Event description:
It was reported that on (B)(6) 2013, customer received a call, whereby the patient was down for approximately 10 minutes. Manual CPR was performed by ems prior to deployment of the autopulse for 20 minutes. Complainant alleged that the autopulse resuscitation system worked properly until they arrived at the emergency room which was approximately 10 minutes from where the incident occurred. After, 10 minutes of compressions the platform stopped and displayed an error indicating that the ¿patient was not aligned¿ and also displayed user advisory ua 19 (max applied load exceeded) and ua 20 (position out of range) messages. After the autopulse stoppage, manual CPR was performed for an unknown length of time. No adverse patient sequelae were reported.